Manufacturer narrative:
The coil reported in this MDR was returned associated with this event but with no complaint information or device identifying information reported/provided. The event is reported at this time based on analysis results which indicated a possibly reportable event, thus the event is reported conservatively. Associated with MDR #: 2029214-2024-00243 & 9612164-2024-00612 g3. As the device model information was not provided, the PMA/501k # is unknown. H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): 6 concerto coils and 3 unknown ancillary devices were returned for analysis within a shipping box; within sealed biohazard pouch and within an opened plastic bag. The unknown micro catheter used in the event was not returned. The concerto implant coils was returned without introducer sheaths. Visual inspection/damage location details: due to the condition in which the concerto coils were returned, it could not be determined which pli or product event each concerto coil corresponds to. The actuator interface was found to be broken with release wire pulled back. The concerto coil pushwire was found to be bent at ~33.5cm and broken with release wire extending at ~155.6cm from proximal end. The implant coil was not returned. No other anomalies were observed. Testing/analysis (including sem reports): the concerto coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Conclusion: based on the device analysis and the reported information, the customers report of ¿catheter resistance¿ could not be confirmed and the root cause could not be determined. Possible causes for coil resistance in catheter are, but not limited to, use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the concerto coil prior to use, and lack of continuous flush during delivery. The model or lot number for the unknown catheter were not provided; therefore, compatibility could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that 2 concerto coils could not be pushed due to loosening in the microcatheter. The concerto coil and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. The coil reported in this complaint was returned associated with this event but with no complaint information or device identifying information reported/provided.